Event description:
Customer reported that during the cleaning of the light, the light head separated from the spring arm, striking the person in charge of the cleaning on the shoulder, which resulted in pain, and bruising. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) evaluated the device. The screw retaining the safety ring could not be found. Consequently, the ring could be displaced during handling and cleaning operations, and the safety segment become loose, allowing the light head to fall. The out of position ring could have been detected by the user. The fst replaced the screw that was found missing and verified similar systems in the facility. Several instructions and warnings are included in the xten installation manual and on the product itself in order to secure this assembly.